Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for lot 13605717 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 13" smallbore quadfuse extension set w/3 microclave (glow, 2 red rings), 0.2 micron filter, 4 clamps, rotating luer. The customer reported that the tubing adhesive did not hold, and the tubing pulled apart from the filter. There was unknown patient involved no harm reported.